Manufacturer narrative:
Manufacturer's ref#: (B)(4). Manufacturer's investigation: technical investigation concluded: device was not returned to manufacturer, and it has not been possible to obtain a serial number. Therefore, there is no analysis of the production records clinical conclusion: it has been reported that a hearing aid receiver broke. It is unknown if the receiver broke while inside the ear, but there is no report of any harm to the user, and no mention of the user seeing any medical practitioner. Clinical conclusion is that the detached receiver has not caused harm to the patient. The clinical evaluation for the device family does evaluate receivers coming loose in the ear canal. This is identified in the risk analysis and mitigated through device design by ensuring a sufficient pull force (compliance with iec 60601-2-66). The user guide states to contact the health care provider if a foreign object or wax is located in the ear canal to reduce the potential risk of harm as far as possible. There are no new clinical aspects (e.g. Unforeseen use or clinical conditions) discovered from this event. Therefore, it is concluded that the current clinical evaluation and risk/benefit conclusions herein are sufficient. Risk assessment: risks related to objects getting stuck in the ear canal are generally known, considered in the risk analysis, mitigated and communicated to the user. The risk is deemed to be of an acceptable nature. Device investigation concluded: device not returned, therefore no investigation of the device has been conducted. Manufacturer's investigation is final. This is a combined (initial and final) report.

Event description:
Estimated date of incident on (B)(6) 2025. It has been reported that a hearing aid receiver broke. It is unknown if the receiver broke while inside the ear, but there is no report of any harm to the user no further follow up is available or expected.